Manufacturer narrative:
Merete wasl informed that a "patient was revised due to dislocation". The liner from another manufacturer was re-placed from lipped to neutral and a bioball offset adapter was used to add offset for patient. The merete articles bioball adapter and bioball delta ceramic head were explanted. No further information was received regarding the cause of the dislocation. No further customer feedback could be provided by the distributor and the product could not be returned for further investigation. No products from the relating batch is on stock. A review of the batch record was performed and no deviations were identified. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Merete wasl informed that a "patient was revised due to dislocation". The liner from another manufacturer was re-placed from lipped to neutral and a bioball offset adapter was used to add offset for patient. The merete articles bioball adapter and bioball delta ceramic head were explanted.